Event description:
Caller reported an alarm 2 followed by alarm 26, indicating occlusion events, with a blood glucose level exceeding 500 mg/dl. To resolve these issues, customer changed the infusion set and cartridge and resumed insulin delivery. There were frequent reports of occlusion events, but no additional assistance was deemed necessary.